Manufacturer narrative:
Product analysis: visual and optical examination identified that the first few threads of the screw are damaged from what appears to be cross threading. The thread damage is consistent with from what appears to be cross threading from misalignment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with scoliosis; and underwent posterior scoliosis osteotomy, nerve release and internal fixation with bone graft and fusion. Intra-op, the set screw was found slipped when the doctor was locking it. The product came in contact with the patient. There were no patient complications reported as a result of this event.